Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001825034 - 2019 - 00495. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
Litigation reports the patient suffered pain 8 years post right hip biomet m2a magnum total hip arthroplasty secondary to tissue and bone destruction, and heavy metal poisoning all attributed to implant bearing wear. The patient has not been revised and no revision has been indicated. No further information is available at this time.